Event description:
Boston scientific received information that a latitude red alert was detected from this system due to low/out of range shocking impedance. No adverse patient effects were reported.

Manufacturer narrative:
The patient was brought in for non-invasive programmed stimulation (nips) testing. The cause of the out of range measurements could not be confirmed. The system remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.